Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose level was over 400 mg/dl. Customer was calling because of leaks in the tubing. Customer declined troubleshooting for the high blood glucose reading. Customer corrected with a bolus using the pump.